Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05317. It was reported that rotawire fracture occurred. The target lesion was located in the superficial femoral artery (sfa). A 2.00mm peripheral rotalink® plus and peripheral rotawire¿ were selected for use. During preparation when stepping on the pedal, it was noticed that the burr fractured the rotawire. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
The advancer and burr units were received attached together as a single unit for analysis a visual and microscopic examination of the advancer, handshake connections, sheath , coil and burr were performed. The advancer knob was received tightened in a backward position. The annulus of the burr was flared, damaged, not rounded. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05317. It was reported that rotawire fracture occurred. The target lesion was located in the superficial femoral artery (sfa). A 2.00mm peripheral rotalink® plus and peripheral rotawire¿ were selected for use. During preparation when stepping on the pedal, it was noticed that the burr fractured the rotawire. The procedure was completed with a different device. No patient complications were reported.